Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : femur trial broke during the case. Surgeon was attempting to seat the trial, a piece of the trial broke off. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of breakage at the middle between condyles of the attune ps fem trial sz 7 rt. Broken fragments were nor returned for evaluation. The fracture surface is consistent with overload due to a combination of heavy impaction and the trial fitting too tight over the posterior/anterior aspect of the resected femur bone forcing the curved features of the femoral trial to open. The combination of heavy impaction and possible discrepancies in the resection depth between the femur and the trial suggest unintended user error. Furthermore, per the attune surgical technique (dsus/jrc/0316/1437 rev. K) it is cautioned when extracting the trial, rocking the trial medio-laterally may cause condylar fracture. Such rocking should be avoided. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune ps fem trial sz 7 rt would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "femur trial broke during the case. Surgeon was attempting to seat the trial; a piece of the trial broke off." The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that '254500727, attune ps fem trial sz 7 rt had broken. The fracture surface is consistent with overload due to a combination of heavy impaction and the trial fitting too tight over the posterior/anterior aspect of the resected femur bone forcing the curved features of the femoral trial to open. The combination of heavy impaction and possible discrepancies in the resection depth between the femur and the trial suggest unintended user error. Furthermore, per the attune surgical technique (dsus/jrc/0316/1437 rev. K) it is cautioned when extracting the trial, rocking the trial medio-laterally may cause condylar fracture. Such rocking should be avoided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune ps fem trial sz 7 rt would contribute to the complained device issue. Based on the investigation findings, unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femur trial broke during the case. The surgeon was attempting to seat the trial, a piece of the trial broke off. The surgery was not delayed. The item was removed from the operation site, another set was opened and the same size trial femur used to complete the trial. The surgery was completed successfully. There was no patient status/ outcome / consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.